Event description:
Routine investigation when a complaint was received that a blood glucose values of 200-300 mg/dl were received on the consumer's precision qid blood glucose meter. The consumer made a decision to triple consumer's usual medication three times throughout the day based on the high readings consumer experienced. During the early morning hours consumer was transported to a hospital for treatment of a hypoglycemic event. The consumer's oral medication was increased or insulin was being added to consumer's treatment as a result of this event.